Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Information from field indicated that patient had hypercholesterolemia. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts. Pas sp1638 - 955 (r739988101). It was reported that on (B)(6) 2023, a 25mm master series,vavgj was successfully implanted. Post procedure, but prior to discharge from hospital on (B)(6) 2023, electrocardiogram showed that the patient had atrial fibrillation and was treated with betablocker. The patient was reported to be in stable condition. No additional information was provided.